Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected flashing display or missing segments or partial display noted. The device was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump's display was flashing and white. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.